Manufacturer narrative:
Based on the claim against the product by the customer noting a broken jaw, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the complaint regarding the broken jaw was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clips opened and closed properly. The instrument passed clip testing on an in-house system. The instrument was fully functional. No product issue was identified. A review of tool usage logs for the medium-large clip applier instrument (pn: 470327-12; lot #k10220314 0205), confirms it was last used on reported event date of 11/02/2022. The instrument had 12 uses remaining after the last use. The probable root cause of the broken jaw cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the medium-large clip applier instrument found no product issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to release from tissue. Use of the irk plus another instrument was required to remove the vessel from the instrument. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument had a broken jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the customer confirmed the procedure was a cholecystectomy performed using da vinci system sn sk0113. The instrument was inspected by the scrub tech. The jaws were opened and closed, and no issues were identified. An error message occurred at the same time as the jaw issue, but the staff member could not remember the specific error message. The jaws were clamped on a blood vessel leading to the gallbladder. The instrument release kit (irk) was able to open the jaws enough such that another grasping instrument could be used to remove the tissue from between the tines. No adverse tissue effect was observed. The had clip fired properly prior to the jaws becoming stuck.